Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 60-70% stenosed, moderately tortuous and moderately calcified. The balloon burst during the first inflation for 30 seconds.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). E1 - initial reporter email: added g4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit, g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon material identified no issues. The returned device was attached to an inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 210mm proximal of the distal tip. The balloon could not be fully inflated due to the shaft leak. The markerbands and tip of the device were visually examined, and no issues were noted with the device. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of balloon- material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause not established, based on the results of product analysis, the event occurring during the procedure and there being no reported device interaction/ damage or issue until inflation was attempted at the lesion site. It is most likely that the device had an interaction with another device/object either during preparation causing a weak point/abrasion on the shaft and when the user applied positive pressure to the device a rupture occurred at the site of the weak point, but this cannot be confirmed. The investigator was unable to fully inflate the balloon due to the shaft damage/leak.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 60-70% stenosed, moderately tortuous and moderately calcified. The balloon burst during the first inflation for 30 seconds.